Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. Reportedly, blood was observed on the side of the dialyzer and on the couplings around the dialyzer header. The patient's estimated blood loss was approximately 250-300cc. The patient was given one dose of 1 g ceftazidine IV post treatment on a preventative basis. The patient was not symptomatic for infection. The patient completed treatment with a new set-up on the same machine. The device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed that the fiber membrane was streaked with blood residue. Additionally, a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, was identified situated between the potting cut surface and the o-ring at the non-cavity ID end. The debris was located at approximately 150 degrees with the dialysate port situated at 0 degrees. There was no other debris, damage (specifically cracks), or irregularities noted. The dialyzer was subjected to a laboratory leak test; a leak was detected on the non-cavity ID end screw flange at approximately 4 psi. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The dialyzer was subjected to a laboratory leak test where a leak was detected on the non-cavity ID end. Therefore, the complaint was confirmed.